Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer's blood glucose is 149 mg/dl. Customer stated that the alarm occurred previously and during manual prime. Customer stated that the no delivery alarm is recurring and the issue has been resolved. Customer stated that the insulin did exit. Customer was able to reconnect the pump and run manual prime without a no delivery alarm. Customer was advised to monitor the pump. In a previous call, the customer was getting no delivery alarms every 10-15 minutes. Customer stated that the pump went through fill tubing just fine but it alarmed no delivery when she pressed the act button on the fill cannula amount.